Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood and tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During attempted implant, high pacing impedance was observed on the right ventricular (rv) lead. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.